Event description:
It was reported that the patient fell on the stimulator. The back was hurting at the time of the report and started to spasm. The patient fell (B)(6) on the right side of the implant. The back started becoming painful the last tuesday/wednesday prior to the report. The back started to spasm and it turn so they turned the stimulator off the morning of the report. The patient did not contact their healthcare provider (hcp) because it did not hurt. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).